Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was confirmed. Switch#1 did not work due to damage. In addition to the foreign material found on the light guide lens, other evaluation findings are as follows: there were scratches on the grip and the switch box; the suction cylinder had no color; the insulation resistance value at the distal end did not meet the standard value due to a scratch on the plastic distal end cover; the objective lens was shaved; and the connecting tube was deformed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the gastrointestinal videoscope had a defective switch. There was no report of patient harm. The device was returned, evaluated, and foreign material was found on the light guide lens. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign material in the lens could not be identified. It is possible humidity invaded the lens which occurred by physical stress to distal end such as hitting and dropping and/or lens glue peeled off by chemical stress such as chemical solutions used for the device. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) sections: IFU states detection methods in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection IFU states preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.